Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ severe pain") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menstruation irregular ("irregular menstrual cycles"), abdominal pain ("abdominal cramping"), weight increased ("weight gain"), migraine ("severe migraines"), bacterial vaginosis ("chronic bacterial vaginosis"), fatigue ("chronic fatigue"), vertigo ("vertigo"), memory impairment ("forgetfulness") and skin irritation ("skin irritation"). The patient was treated with surgery (hysterectomy with removal of the essure). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, pelvic discomfort, menstruation irregular, abdominal pain, weight increased, migraine, bacterial vaginosis, fatigue, vertigo and memory impairment had resolved and the skin irritation outcome was unknown. The reporter considered abdominal pain, bacterial vaginosis, fatigue, memory impairment, menstruation irregular, migraine, pelvic discomfort, pelvic pain, skin irritation, vertigo and weight increased to be related to essure. The reporter commented: since undergoing the essure procedure she repeatedly sought treatment for her symptoms. Her symptoms largely resolved only after removal of essure. Diagnostic results: she underwent a hsg exam following the implant procedure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ severe pain") in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menstruation irregular ("irregular menstrual cycles"), abdominal pain ("abdominal cramping"), weight increased ("weight gain"), migraine ("severe migraines"), bacterial vaginosis ("chronic bacterial vaginosis"), fatigue ("chronic fatigue"), vertigo ("vertigo"), memory impairment ("forgetfulness") and skin irritation ("skin irritation"). The patient was treated with surgery (hysterectomy with removal of the essure). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, pelvic discomfort, menstruation irregular, abdominal pain, weight increased, migraine, bacterial vaginosis, fatigue, vertigo and memory impairment had resolved and the skin irritation outcome was unknown. The reporter considered abdominal pain, bacterial vaginosis, fatigue, memory impairment, menstruation irregular, migraine, pelvic discomfort, pelvic pain, skin irritation, vertigo and weight increased to be related to essure. The reporter commented: since undergoing the essure procedure she repeatedly sought treatment for her symptoms. Her symptoms largely resolved only after removal of essure. Diagnostic results: she underwent a hsg exam following the implant procedure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.